Event description:
It was reported that the patient has been experiencing painful stimulation in the neck, and this painful stimulation has caused headaches. The patient was later referred for full revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement due to discomfort. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received by the manufacturer to date.

Manufacturer narrative:
B5. Corrected information, supplemental repot #1: inadvertently reported that only the generator was replaced, but both the lead and generator had been replaced.

Event description:
Both the generator and lead had been replaced. It was noted that the explanted device was discarded. Information was received from the physician noting the cause of the pain was due to "vns device" and the intervention was for both patient comfort only and to preclude serious injury.